Event description:
It was reported that the patient had to frequently charge the implantable pulse generator (ipg) for extended periods of time. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.